Event description:
It was reported that pump displayed malfunction code 9, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if any malfunction code recurred, which customer acknowledged and understood.